Event description:
It was reported that the patient presented at the emergency room after experiencing shortness of breath and syncope. It was noted that non-capture and a junctional escape rhythm, high pacing impedance was observed on the right ventricular (rv) lead. A rv lead fracture was suspected. Programming changes to unipolar were made to confirm capture. The rv lead was capped (B)(6) 2026 and replaced. The patient was stable.